Event description:
Patient saw air bubbles so she stopped the IV infusion and called the nurse. Many bubbles were noticed. IV tubing and changed immediately and new IV pump used. After running for a few seconds after the tubing was checked by the rn and ao there were noticable air bubbles in the line but the pump was not alarming. Equipment removed from service.